Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery (ra) using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, a ruby coil would not advance through the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same ruby coil, and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 12/27/2019: section b. Box 5. Describe event or problem.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, a ruby coil would not advance through the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same ruby coil. There was no report of an adverse effect to the patient.